Event description:
Assigned to: (B)(6). Nature of the complaint product issues. I was severely burnt by ky warming liquid personal lubricant. I contacted (B)(6) law firm and the attorney left the firm, and after 1 year I haven't gotten results from ky or ingalls law firm. I have pictures of the bottle with expiration date. Very disturbing of my burns which I can supply upon your request. My issues are two-fold, ingalls law firm and the MFR of the lubricant. Thank you. Consumer's desired resolution: settlement for severe burns, pain and suffering. The attorney said that he had tried to contact (B)(6), I've also tried. (B)(6) is in charge of my case, her # (B)(6), . Ref# (B)(4). Thank you.